Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported leak while inflating. During analysis, the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av reviewed the complaint handling database and found other devices from this lot reported for leaking. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the straight vessel of the superficial femoral artery that was mildly calcified. The armada 18 3.0mm/120mm was inflated below rated burst pressure when it started leaking at the hub (proximal attachment of catheter) during use in the patient. Loss of gauge pressure was noted. The device was prepped according to the instructions for use. Another balloon was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.